Manufacturer narrative:
(B)(4). Johan torle, janni kjærgaard thillemann, emil toft petersen, frank madsen, kjeld søballe, maiken stilling (2020), less polyethylene wear in monobloc compared to modular ultra-highmolecular-weight-polyethylene inlays in hybrid total knee arthroplasty: a 5-year randomized radiostereometry study. Medical product: unknown palacos bone cement catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
A journal article was retrieved from the knee (2001) that reported a prospective study from denmark that looked at comparing wear and migration of monobloc and modular total knees. The purpose of the study was to determine if pe wear in monobloc tka differs from that of modular tka at 60-month follow-up. The study reviewed 50 tka patients; 25 patients received a nexgen cementless high-porosity trabecular metal tibial component with a monobloc uhmwpe inlay (mono-tm), and 25 patients received a nexgen cementless low-porosity screw-augmented titanium fiber-mesh tibial component with a modular uhmwpe inlay (modular-fm). All patients also received a cemented femoral and patellar component using palacos cement. The study population had a mean age of 66.5 years at time of surgery (range 43-75 years). Follow-up was conducted at 3, 12, 24, and 60 months. One patient underwent a knee arthroplasty. Subsequently, the patients was revised after 24 months due to aseptic loosening.